Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer treated high blood glucose with insulin pump and manual injection. Customer's blood glucose value was 446 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did not contact their healthcare professional. Troubleshooting was performed. There were no leaks, but there were 4 small air bubbles in infusion tube. There were no insulin issues but it was found that cannula was bent. Troubleshooting was performed for bent cannula and it was found that customer had scar tissue. Customer was educated on the cause and prevention of bent cannula and was assisted with inserting a new infusion set.